Event description:
The pt was implanted with a smooth saline mammary prosthesis on 5/6/94. Subsequently, the pt experienced a deflation of the device and an infection. The device was removed on 12/12/96.